Manufacturer narrative:
Continuation of concomitant products: ddbc3d1 ICD implanted (B)(6) 2018.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead was initially reprogrammed and then capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.